Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the nasolabial folds. The patient allegedly developed lumps and bumps, bruises and abscess. The abscess was drained. The patient was treated with keflax, prednisone and bactrim.